Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient underwent bilateral paravertebral nerve blocks catheter placement. During the catheter placement of the left side, resistance was encountered when the catheter was advancing via a touhy pajunck catheter, 18 gauge. It seemed the catheter was not coming out of the needle. At this point [the customer attempted] to remove both, needle and catheter, as a unit. After both were removed, a missing broken catheter piece was noticed. [Customer] felt a crunch sensation while removing both. Customer then decided to attempt a removal of catheter but fragment could not be visualized via ultrasound, fluoroscopy, or during the patient's subsequent total spine MRI. Two potential lot numbers provided: lot number 0061721766; expiry date 12/31/2022; production date 01/27/2020. Lot number 0061713480; expiry date 02/28/2023; production date 03/09/2020.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. One (1) used sample with opened partial packaging for possible lots 0061713480 and 0061721766 was returned for evaluation. However, the packaging did not distinguish which lot the sample belonged to. Therefore, the lot of the catheter remains unknown. In addition, several photos were provided for evaluation. Visual inspection of the photos showed the used catheter alongside an unused catheter. It was noted that the distal markings of the used catheter did not align with the unused catheter. A similar evaluation was performed during our investigation, as the returned sample was compared to an unused retained catheter. As seen in the photos, the distal markings did not align. It was determined that the returned catheter was ¾ shorn off, as the shorn area is slanted with a smooth structure. This type of defect is seen when the catheter is withdrawn against the cannula bevel. As all catheters are subject to a 100% inspection, it was determined that this defect was not attributed to any manufacturing process, and rather was likely a result of application. Review of the discrepancy management system (dsms) database performed for the reported potential lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.